Manufacturer narrative:
Follow-up # 1 ¿ (03/13/2015). The patient¿s test strips have been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/4/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that on (B)(6) 2015 at 11am he obtained a result of 95mg/dl on the subject meter which he felt was inaccurately high in comparison to a reading of 60mg/dl obtained on a freestyle lite device. The two tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes by using an insulin pump and denied making any changes to his usual diabetes management regime in response to the alleged issue. The patient claimed that ¿right away¿ prior to the alleged inaccuracy he developed symptoms of ¿hunger, shaky, sweaty and dizzy¿ which he associated with low blood glucose and that he self-treated with food on (B)(6) 2015 at 11:10am. The patient detailed that he felt the meter had also been reading inaccurately prior to developing symptoms. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When a control solution test was performed the results were in range. Replacement products were sent to the patient. This complaint is being reported because, the patient reported suffering symptoms suggestive of a hypoglycemic event after the meter had allegedly been reading inaccurately.